Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that the patient's remote is not working. The patient indicated that he put new batteries in the remote and the issue was that the stimulator could not be turned on. The patient was able to successfully communicate with the implantable neurostimulator (ins), the remote showed that stim was on and it was displaying 8.5v. The patient indicated that they turned 8.8v the patient was not feeling stim. The rep was planning to follow up and interrogate the patient¿s ins. The patient indicated that the issue with turning stim on started "at least a week ago" and the patient reported that he fell about two weeks ago. The rep followed up and stated that she checked impedance values. 10 11 and 13 are all >10000ohms. And she switched leads to reprogram with electrodes 0 1 2 3. The patient is getting good therapy with the new electrode configuration. The healthcare provider (hcp) is aware and the rep believes that the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the weight was unknown as well as cause. High impedances on programmed electrodes caused the inability to turn stim on.